Event description:
On (B)(6) 2013, the patient contacted animas, alleging a display issue. Reportedly, the display on the animas pump reportedly is fading. She is having trouble viewing the screen. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting. The pump was returned to animas for evaluation. The results of the investigation were as noted: confirmed the display screen has a pinkish contrast when powering to the verify screen.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.